Manufacturer narrative:
This report is submitted on august 18, 2023.

Event description:
Per the clinic, the patient was prescribed with antibiotics (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site and was treated with oral antibiotics (duration not reported). This report is submitted on september 04, 2023.